Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional leadless pacemaker procedure with a 6fr sheath. Reportedly, the first proglide device was successfully flushed with saline prior to use; however, no bleed back was confirmed from the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21fr and the interventional leadless pacemaker was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.